Manufacturer narrative:
The device was manufactured between: september 17, 2015 and september 21, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a small volume intermate was broken. This was observed before patient use. There was no patient involvement. No additional information is available.